Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 60 mg/dl resulting in the customer losing consciousness. The customer's parents provided assistance and the customer consumed carbohydrates to address bg. Reportedly, the customer fell after losing consciousness resulting in a sprained ankle. Recommendation was made to consult with a healthcare provider to discuss diabetes management.